Event description:
A cracked and shattered touchscreen was reported, rendering the touchscreen unresponsive and illegible, preventing interaction with the pump. The customer's blood glucose level did not exceed 500 mg/dl, which is an indication there was no adverse impact. Technical support arranged to replace the pump, confirming warranty status, instructing the customer to use a replacement pump to maintain insulin delivery, and providing instructions for the return of the damaged pump.